Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had pain and discomfort at their ins pocket site. The factors that may have led to this issue were unknown. The doctors decided to move the pocket location. The issue has been resolved since the revision. The patient's medical history includes crps. No further complications were reported. No additional patient symptoms were reported.